Event description:
It was reported that implant may have migrated. However claim is unconfirmed. Patient outcome: not known.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Manufacturer narrative:
No visual or functional examination could be performed as the part was not returned. However, functional testing has been previously performed as part of the validation testing for this product line and found the implant to sufficiently resist migration as designed. Cage migration has been well reported in the literature and has been ascribed to factors such as the lack of pedicle screw fixation, improper preparation of the vb endplates, small cage size, and posterior positioning of the implant. The probable underlying root cause for the reported event is most likely one of those factors as the implant looks to be in fair to good condition. Chen l, yang h, tang t: cage migration in spondylolisthesis treated with posterior lumbar interbody fusion using bak cages. Spine 30:2171-2175, 2005 uzi ea, dabby d, tolessa e, finkelstein ja: early retropulsion of titanium-threaded cages after posterior lumbar interbody fusion: a report of two cases. Spine 26:1073-1075, 2001